Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. The investigation suggests that the presence of foreign objects in the jet tube and air/water cylinder and tube was likely due to a failure to follow instructions. The event can be detected/prevented by following the instructions for use which state: "nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection¿. If any additional relevant information becomes available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, that the air/water cylinder, tube and jet tube of the colonovideoscope exhibited foreign objects. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated fields: h4.